Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, while the surgeon head was in the 3d viewer the surgeon was not able to move the wrists of the fenestrated bipolar forceps properly, the grasping function was not available. The movements of the instrument were scale appropriate but diminished and not in the opposite direction. There were no delays/lag during movements. No frictions or any collisions during the procedure. When the operating room (or) team deinstall the instrument from the arm, and observed, they noticed that the cords were broken. The device was inspected before the procedure and nothing out of the ordinary was observed. There were no delays. The procedure was completed with no reported injury.